Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 0213962. Bd quality performs a systematic approach to investigate false positive/discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. CAPA 1878253 has been initiated an investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. A trend analysis was performed, and no adverse trend was observed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained by the laboratory personnel. A repeat test was performed at the hospital and the result was positive. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. Both results were released to physicians. Patient was not treated due to erroneous result. Eua#: eua (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay a false negative result was obtained by the laboratory personnel. A repeat test was performed at the hospital and the result was positive. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. Both results were released to physicians. Patient was not treated due to erroneous result. Eua#: (B)(4).